Manufacturer narrative:
It was initially reported that the bed exit was not working properly. Follow-up submitted as further investigation determined the bed exit was working to specification and no malfunction was found.

Event description:
It was reported via repair work order that the bed exit was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not working properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.